Event description:
The customer reported they were receiving a red x error message on the screen, with an ECG equipment malfunction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.